Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced a year and a half prior to the report. It was ¿zapping her and froze her in her position. They said something was wrong with the unit¿ and would need to be replaced. She saw her doctor in 2011 when she moved, to establish care with him, and then the issue was noticed a year and a half ago. No clear outcome after surgery was provided; so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3007566237-2015-00954 for information regarding the patient¿s present zapping issues with the replacement ins.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v708219, implanted: (B)(6) 2011, product type: lead. (B)(4).